Event description:
It was reported that the patient was in bradycardia with heart monitor rates in the 30 to 40s. The implantable pulse generator (ipg) device was unable to be interrogated. The battery was ¿dead.¿ the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4068-52 lead, implanted: (B)(6) 2003. (B)(4).